Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device and the reported condition was confirmed. Evidence indicates this was due to mishandling. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the "cord was damaged" on the motor device. There were no delays to a scheduled surgical procedure as an identical spare device was available. No injuries or medical intervention were reported. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.